Event description:
Same case as MDR ID# 2134265-2013-09847. (B)(6) clinical study. It was reported that jailing of the vessel occurred. In (B)(6) 2010, the patient presented with substernal chest pain associated with shortness of breath and was diagnosed with unstable angina. Subsequently, cardiac catheterization was recommended. Target lesion #1 was located in the proximal right coronary artery (rca) with 95% stenosis and was 21 mm long with a reference vessel diameter of 3.50 mm. The target lesion was treated with direct stent placement using a 3.5 x 24 mm taxus liberté stent with 0% residual stenosis. Target lesion # 2 was a long lesion extending from proximal left anterior descending (lad) artery to mid lad with 90% stenosis and was 30 mm long with a reference vessel diameter of 3.0 mm. The lesion was treated with direct stent placement using a 3.0 x 32 mm taxus liberte stent. Proximal to the implanted 3.0 x 32mm study stent, a 3.0 x 12 mm taxus liberté stent was implanted in an overlapping manner, jailing the first diagonal. Following post dilatation, there was some compromise noted at the first diagonal was noted which was treated with balloon angioplasty resulting in 0% residual stenosis. One day post procedure, the patient was discharged on aspirin and prasugrel.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).